Event description:
The customer reported that an unspecified malfunction alarm occurred. The customer's blood glucose level at the time the issue was noticed was 145.8 mg/dl, which was within the normal range. Tandem technical support arranged for a replacement pump and instructed the customer on how to put the defective pump into storage mode and return it using a prepaid label within ten days. The customer used multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.